Event description:
User reported a leak coming from the analyzer. The leak reached onto the floor and into a walkway. No one was injured and no pts were involved. The user's biomed dept determined the issue to be a float sensor sticking down in the internal water reservoir. The float was replaced.